Event description:
As reported, the plug deployment button of a 6f exoseal vascular closure device (vcd) could not be depressed all the way down, resulting in the plug not being released. There was no reported patient injury. The exoseal vcd was used in an interventional procedure with a retrograde approach. The physician had achieved certification for the use of exoseal vcd, and there were no visible signs of device or packaging damage prior to use. A non-cordis short sheath was used, and the device was stored and prepped per the instructions for use (IFU). The femoral artery's suitability was verified on angiography, including the insertion angle of the vascular sheath introducer, and the vessel diameter was confirmed to be greater than or equal to 5mm. There were no visible calcium/plaque or access vessel tortuosity at the puncture site, and no stent or significant stenosis (>50%) was present near the puncture site. The target femoral site had not been previously closed with any device or manual compression within 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. Hemostasis was achieved by manual compression. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped, and the indicator window changed to a solid black color. When attempting to depress the button, it would not depress at all, although the indicator window was showing solid black and no red color appeared during retraction. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the plug deployment button of a 6f exoseal vascular closure device (vcd) could not be depressed all the way down, resulting in the plug not being released. There was no reported patient injury. The exoseal vcd was used in an interventional procedure with a retrograde approach. The physician had achieved certification for the use of exoseal vcd, and there were no visible signs of device or packaging damage prior to use. A non-cordis short sheath was used, and the device was stored and prepped per the instructions for use (IFU). The femoral artery's suitability was verified on angiography, including the insertion angle of the vascular sheath introducer, and the vessel diameter was confirmed to be greater than or equal to 5mm. There were no visible calcium/plaque or access vessel tortuosity at the puncture site, and no stent or significant stenosis (>50%) was present near the puncture site. The target femoral site had not been previously closed with any device or manual compression within 30 days, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. Hemostasis was achieved by manual compression. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped, and the indicator window changed to a solid black color. When attempting to depress the button, it would not depress at all, although the indicator window was showing solid black and no red color appeared during retraction. One non-sterile exoseal vasc. Clos.dev.f6- was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Per visual analysis, the deployment lever on the device was not depressed and the plug was present on the delivery shaft, while the indicator wire was fully deployed, and the guard was found locked. The indicator window was received on white /black position and a kink was observed 5 cm away from the distal end. Outer diameter (od) measurements were taken near the damages and were found within specification. A functional deployment evaluation was successfully executed. During this evaluation, it was observed that the black and black position was achieved by pulling the indicator wire, and after the deployment lever was depressed, the expected black/ white and red position was achieved as well, resulting in the plug deployment as expected. Visual inspection at high magnification showed that no evidence of obstruction or other type damage could be identified in the internal configuration of the device assembly that could impede the window movement mechanism. Based on the results from this analysis the reported event ¿deployment lever (button) ¿ frozen locked¿ was not confirmed. The device performed as intended during functional analysis. Procedural and/or handling factors may have contributed to the reported condition. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. The product analysis results suggest that the reported failures could not be related to the manufacturing process of the unit. Therefore, no corrective action will be taken.